Event description:
It was reported that: we received a complaint of syringes with flash, currently I¿m investigating the supplier lot, we have the samples if you need. Customer response received on 14th oct 2023. Could you please confirm whether the defect noticed before use or after use ? If after use, is there any patient impact ? The defect was noticed prior to use by the customer. Could you please provide a date of event? The defect was reported on 11-22-2022. Please confirm the number of products affected. Qty: (B)(4).

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation (stopper defective / damaged): multiple photos were provided to our quality team for investigation. Through visual inspection, a flash is observed on the stopper. A device history review was performed for the reported lot 2306001, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported incident. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. The stopper is provided by an external supplier. Incoming inspections are performed according to procedure. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues related to the reported incident were found. Based on the available information, a root cause related to our manufacturing process cannot be identified at this time. We have notified the supplier of this incident. Complaints received for this device and reported condition will continue to be tracked and trended for future occurrence.

Event description:
It was reported that: we received a complaint of syringes with flash, currently I¿m investigating the supplier lot, we have the samples if you need. Customer response received on 14th oct 2023 ¿ could you please confirm whether the defect noticed before use or after use ? If after use, is there any patient impact ? The defect was noticed prior to use by the customer. ¿ could you please provide a date of event? The defect was reported on 11-22-2022. ¿ please confirm the number of products affected. Qty: 1.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Device problem code: a0202 - defective component (2292). Patient problem code: f27 ¿ no patient involvement.